Manufacturer narrative:
This device remains in service and was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this pacemaker had a holter monitor installed to evaluate premature ventricular contraction (pvc) burden. Upon review, the monitor identified frequent pvcs and an episode lasting approximately one minute of the heart rates in the 30s. Right ventricular automatic capture (rvac) was confirmed to be enabled. The health care professional (hcp) called technical services (ts) to evaluate whether the device was oversensing, which ts was unable to conclusively determine based on the available information. Ts discussed reprogramming options and noted that the sweep speed could give a false impression of slow heart rates. Ts also noted that rvac measurements were stable. Additional information was requested but unable to be obtained at this time. No adverse patient effects were reported. This pacemaker remains in service.